Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported that at the connection of the catheter, at the very first second when the catheter was connected to the cable, the patient had an electrical discharge and then complaining of pain at the left side of his body (shoulder/heart/arm). The returned device was visually inspected upon receipt and one of the pins was bent. However, the pin was straightened, catheter was tested for electrical performance and it was found within specifications. Based on the analysis results, it¿s not conclusive at this point that the bent pin was the root cause of the electrical discharge. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent bent pins from leaving the facility. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, when the catheter was connected to the carto 3 system, the patient have received ¿electrical shock.¿ the physician had disconnected the catheter immediately so the discharge lasted around 1 second. The patient had complained of a pain in the left side of his body (shoulder/heart/arm) during approximately 10 minutes after this event. The catheter was already in the body during connection, but probably in the inferior vena cava (ivc) or at the entrance of the right atrium. The physician considered the event¿s causality was due to malfunction of navistar thermocool sf catheter.